Event description:
Meter would not power on. Family member explained that the meter had not powered on for 2 to 3 weeks and pt was in the hospital with diabetes related ailments. The meter would only power on by pressing the "m" button. The ccr documented that after checking the batteries were good and they were correctly installed ( positive + side up), the meter powered on. Spoke with customer's family member in 7/2002 and family member explained that the meter would not power on for approxomately 2 to 3 weeks. Pt tried using their back up meter (different brand), however they could not find test strips for it. The meter would power on by pressing the "m" button. They tried puchasing new test strips, in case the test strips were the cause. Even with new strips, the meter would not power on after a test strip was inserted. They explained that the test port might have been malfunctioning. Pt continued taking their insulin even though they could not obtain any blood glucose results. They were taken to the hospital because they were feeling disoriented, crying and nothing tasted good. Family member tried giving pt orange juice, however, they complained of the taste. Their family member took pt to the hospital and they were admitted for diabetes ailments. Their blood glucose was measured with a lab test and a result of "46 mg/dl" was obtained. They could not recall the treatment provided. No adverse event or serious injury occurred. Meter was replaced because it would not power on upon inserting a test strip, due to possible test strip port malfunctions.